Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the device was received in two parts, the drill bit and cannula. The drill bit broke off the cannula at the neck and there were no indications of denting, dimpling, of knocking of the drill bit blades. The cannula fragmented at several locations along the flexible portion of the cannula. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a knee surgery, the femoral tunnel was being drilled with the flexible clancy drill and half way up the femur, the tip of the drill bit completely snapped off and it started to unravel all the way through the drill. This happened when it was on the forward position. The procedure was successfully completed without a significant delay using a back-up device. No other complications were reported.